Manufacturer narrative:
The device is in transit for returned to perouse medical. We asked more information about the incident (lot, date implantation, venous access routes, implantation and explantation reports, copy of x-ray pictures for implantation and observation of event, the consequences for the patient, installer training). We are waiting for the device in order to perform a technical investigation.

Event description:
Port tubing became dislodged and migrated down to patient's heart.